Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. The device powered up and displayed error code 41786. The cause of the customer reported problem was a defective printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and pwa board, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
Error code 41786 indicates a system fault, often displayed as a red screen which points to a faulty pwa (printed wiring assembly) board or a defective main board.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41786. The event occurred during testing. There was no patient involvement.